Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing indicated the position potentiometer was non-functional due to normal wear after 9 years of use. The position potentiometer was replaced. After repair, the device was found to pass all delivery, accuracy, and functional tests.